Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended flipping the 30-degree endoscope up or down, which resolved the issue for a brief moment before reverting to the same behavior. The customer used a different endoscope to correct the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has received the 30-degree plus endoscope involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer observed the hand controls did not appear intuitive with the 30- degree endoscope orientation. Moving the controls left caused the instruments to move in the opposite direction. The technical support engineer (tse) had the customer flip the endoscope up/down, which temporarily resolved the issue but then the behavior returned. The customer then swapped to another 30-degree endoscope, after which the controls behaved as expected. The procedure was completing as planned and no known impact or patient consequence was reported.